Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device also had scratched lcd window and cracked reservoir tube lip.

Event description:
Customer parent reported via phone call, the screen on the device was broken and can't be read. Customer's blood glucose was 87 mg/dl. The damage occurred when the customer fell in the cement with the device. The screen is completely cracked. Customer's parent was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's parent agreed to return the device for analysis.